Event description:
A medtronic representative reported that while in a transhenoidal procedure, the navigation system became unresponsive during navigation. The system was re-booted and resumed functioning properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The medtronic onsite rep recommended that the site staff upgrade the software and get in the practice of exiting, then re-entering, the software between each patient to avoid future occurrences. No parts or files have been received by the manufacturer.